Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, there was high impedance and threshold had increased. The physician went back in and tested the lead through the analyzer and the lead tested out fine. The lead was then plugged back into the device and the lead appeared to be functioning. The lead remains in use. No patient complications have been reported as a result of this event.